Manufacturer narrative:
One bi-directional, curve f-j, flexability ablation catheter was received for evaluation. Electrode 3 read as an intermittent open circuit. Electrode ring 3 was displaced and conductor wire 3 was fractured proximal to the weld joint on the electrode ring, consistent with the intermittent open circuit detected. Electrodes 1-2 and 4 met specifications of acceptable resistance values. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.

Event description:
This report is to advise on a displaced electrode ring found during analysis. During an av node ablation, the flexability ablation catheter egms had excessive levels of noise. A new cable was tried to no avail. The catheter was then replaced and the issue was resolved. The procedure was then completed successfully with no adverse patient consequences.